Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) performance data collected from the device was analyzed. Low resistance/impedance was noted as two patient alerts for out of tolerance subthreshold lead impedance occurred on (B)(6) 2012, 09:00:04 and (B)(6) 2012, 15:00:04. Programmer save to disk data file (B)(4) show alert events for "rv defib lead impedance 19 and 15 ohms." And "svc defib lead impedance 7 and 6 ohms." On (B)(6) 2012, 09:00:04 and (B)(6) 2012, 15:00:04.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) analysis found that the device failed functional test for low lead impedance of the high voltage delivery outputs and iccd (in can current drain).the low lead impedance condition was confirmed. However the failure cleared during the analysis and was not able to be re-introduced. Performance data collected from the device was analyzed. Low resistance/impedance was noted as two patient alerts for out of tolerance subthreshold lead impedance occurred on (B)(6) 2012. Programmer save to disk data file (B)(4) show alert events for "rv defib lead impedance 19 and 15 ohms." And "svc defib lead impedance 7 and 6 ohms." On (B)(6) 2012. (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the defibrillator conductor was distorted, the defibrillator conductor had blood/body fluid (not obstructed), the outer insulation was torn, there was blood in/on the helix mechanism, and there was apparent explant damage.

Event description:
It was reported that a patient alert was triggered for low lead impedance. Noise and high impedance were also noted on the lead. The patient had an argon plasma coagulation procedure shortly before the first lead alert occurred. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.